Manufacturer narrative:
Additional devices implanted and/or related to this event: plc121000/(B)(4), UDI (B)(4); plc271200/(B)(4), UDI (B)(4); and rlt281414/ (B)(4), UDI (B)(4).

Event description:
On (B)(6) 2020, the patient was implanted with gore¿ excluder¿ aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that images (date and modality is unknown) revealed a distal type I endoleak on the right device with artery dilatation. A reintervention was performed on (B)(6) 2021. An additional endoprosthesis was implanted in the right iliac artery to extend the currently implanted device. There was also a contralateral leg endoprosthesis implanted in the left common iliac artery for prophylactic purposes. The endoleak was resolved and the patient tolerated the reintervention.